Event description:
Information was received from a manufacturer¿s representative (rep) who reported they worked with one patient earlier today and did not have any issues. When trying to interrogate this patient¿s implantable neurostimulator (ins), the rep was getting 'system error system has encountered an unexpected error: 0x4b81f1a3'. The screen prompted the rep to press restart but they tried to interrogate the message comes up again, and they couldn¿t advance to the normal programming screen. The rep turned the tablet off and tried again, but the issue persisted. The rep used a total of 3 tablets but got the same message with the other table when trying to interrogate the patient¿s ins. It was confirmed the patient programmer (pp) communicated with the patient¿s ins without an issue allowing them to increase and decrease without any issue. Additional information was received reporting that rep emailed back indicating they will be seeing the patient in clinic (B)(6) 2021. Additional information was received from the rep reporting that they are with the patient today at the clinician's office. The rep was walked through steps to get the ins functioning again. It was confirmed that the group the patient was using did have an interleaved program on one hemisphere (right) and not the other hemisphere (left). The rep was able to program the patient and they are doing fine at the end of the appointment today. Additional information received from the manufacturer¿s representative (rep) reported the neurostimulator was functioning.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a610, serial/lot #: unknown.this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.